Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system explant due to thrombus on the lead. Patient was being administered with intravenous antibiotics. Additional information received which indicated that this device was explanted due to other non product experience. No additional adverse patient effects were reported.